Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the bifurcate and short driveline tubing; no blood was noted within the helium pathway. No visual damage or abnormalities were noted to the retuned sample. The customer also submitted photos for evaluation. The photos show the intra-aortic balloon catheter (iabc); no damage or abnormalities were noted to the sample from the review of the photos. The reported complaint could not be confirmed from the review of the photos. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0077in and was within specification. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "catheters signs of an over-twisted balloon wrap" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "the iab catheters signs of an over-twisted balloon wrap , the balloon cannot be inflated". This issue was noted prior to use. No patient involvement reported.